Event description:
A medtronic representative reported that, during a multi-level spinal fusion, the surgeon alleged the navigation system was inaccurate by approximately 1cm. The surgeon opted to continue and completed the procedure with the use of the navigation system. After surgery, the site performed a post-op spin with the o-arm imaging system to confirm accuracy. The surgeon deemed all the screws were superior to their expected position, and stated that the patient reference frame may have moved in relation to the original location. The surgeon opted to re-position the levels t9-t11 screws with a c-arm and without the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative performed a navigation system check-out, all areas passed. Reported issue could not be replicated. No parts have been received by the manufacturer for analysis. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.